Manufacturer narrative:
Results: power supply, back-up battery, blower, fan.

Event description:
The customer reported that the ventilator would not operate on ac power. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power supply to correct the reported problem. The back-up battery, blower and the fan were also replaced during this service call. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The ventilator was not in use on a pt therefore there was no pt involvement or harm.